Event description:
It was reported that during a coronary angiographic procedure, the diagnostic catheter broke inside the aorta. The catheter was retrieved using a snare. Pt status is listed as "ok".